Event description:
The customer reported via phone call indicating the absence of no delivery on the insulin pump. Customer's blood glucose was 53 mg/dl. The customer stated that she is not getting insulin and was not alarming no delivery. After troubleshooting was done, the customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted. No cosmetic damage noted.